Manufacturer narrative:
Additional information indicated that it is unknown if there was any difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast to saline ratio is unknown. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or when e any resistance/friction occurred while inserting the balloon through the guide catheter or when advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown if the balloon ruptured during its initial inflation. The balloon was removed intact from the patient. Complaint conclusion: during treatment to the external iliac artery, it was reported that after pre-dilation was conducted with a saber balloon (5.0×40), a saber pta balloon was delivered and inflated at the lesion, but it ruptured at 7-8 (seven-eight) atmospheres (atm). It was removed from the patient and exchanged for another non-cordis balloon. The procedure finished successfully and there was no patient injury reported. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 75%. Additional information indicated that it is unknown if there was any difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast to saline ratio is unknown. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or when e any resistance/friction occurred while inserting the balloon through the guide catheter or when advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown if the balloon ruptured during its initial inflation. The balloon was removed intact from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17168613 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 75% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
During treatment to the external iliac artery, it was reported that after pre-dilation was conducted with a saber balloon (5.0×40), a saber pta balloon catheter (bc) was delivered and inflated at the lesion, but it ruptured at 7-8atm (seven-eight atmospheres). It was removed from the patient and exchanged for another non-cordis balloon. The procedure finished successfully and there was no patient injury reported. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 75%. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A device history record (DHR) review of lot 17168613 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 75% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
During treatment to the external iliac artery, it was reported that after pre-dilation was conducted with a saber balloon (5.0×40), a sabor pta balloon was delivered and inflated at the lesion, but it ruptured at 7-8atm. It was removed from the patient and exchanged for another non-cordis balloon. The procedure finished successfully and there was no patient injury reported. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 75%.the product will not be returned for analysis.

Manufacturer narrative:
Concomitant medications: pre-dilation balloon 5.0×40 saber, cordis. (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.